Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w1dr01 ipg and 507658 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the end of the procedure, the right atrial (ra) lead dislodged after the incision was closed, with the patient still on the table. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.